Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump flipped after implant and the health care provider (hcp) had to flip it back and re-implant it much deeper. The pump was re-implanted in (B)(6) 2014. The device system was used to deliver dilaudid. No further information was provided. Additional information has been requested, but was not available as of the date of this report.